Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No prime or fill anomaly was noted. No failed battery test alarms were noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they needed assistance replacing infusion set and no reservoir message. The customer states they received failed battery signal. The customer's blood glucose level was unknown. The customer states the issue occurs every time they try to change pump. The customer was advised the pump would be replaced and returned for analysis.